Event description:
It was reported that approx 12 hours following replacement pump due to battery depletion the pt began to experience itching, feeling like ants were crawling on her, strong urge to urinate, but has difficulty doing so every 15-20 minutes, sweating, alternating hot and cold sensations and rigidity. The manufacturer's representative reported that the drug placed in the pump had been aspirated from the old pump as there was no drug available for filling the new pump. The pump was programmed to deliver a priming bolus but was apparently stopped after 2 minutes. The catheter was aspirated of drug and a second priming bolus was programmed to prime the catheter. Following the bolus, flex dosing began. The pt's symptoms began approx 2 days postoperatively, he indicated that there is a history of "exaggerated" symptoms and "stress". He also indicated that the itching was primarily localized in the area of dermabond placement and the area was debrided. The pt's mother reported that the hcp thinks the pt is having an allergic reaction to the anesthesia. The pt's mother was giving the pt an "undisclosed amount" of oral benadryl. The pt was voiding; the intake had been minimal which he felt was a contributing factor to the urination difficulties. The pt was given a 25 mcg bolus with noticeable decrease in the spasticity. The daily dose was increased from 219 mcg to 250 mcg/ the pt was guarding the incision and it was therefore making more difficult. The pt is currently "doing fine".